Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one glidepath d/l catheter was returned for evaluation. Visual, functional and tactile evaluation were performed on the returned device. During tactile evaluation, no evidence indicating loose fitting was noted near the tissue cuff. However, the investigation is inconclusive for the reported loosening of implant and migration as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2021). H11: h6 (method, result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post device implant, the device allegedly expelled out with cuffs appearing papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that post device implant, the device allegedly expelled out with cuffs appearing papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.